Event description:
It was reported that during a da vinci-assisted surgical procedure, the stapler 45 instrument failed engagement multiple times. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The stapler 45 instrument was analyzed and found to have a broken grip cable at the tip. The cable was fully broken. The broken cable segment that contains the crimp was missing. As a result of the full break, functional testing for motion related issues cannot be performed. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The instrument was found to have failed mechanical engagement based on log review and during in-house testing. The instrument inputs failed to engage with the in-house system¿s sterile adapter on quantity three out of three attempts, preventing the instrument from entering into following. The error logs for the system installs display error code 22020, with parameters indicating the grip axis. The system logs for the reported procedure confirmed quantity 29 engagement failures occurred on correlating installs of this instrument in the field. The complaint was confirmed by failure analysis.